Event description:
It was reported that device entrapment occurred. The 99% stenosed target lesion was located in the moderately tortuous and moderately calcified superficial femoral artery. A 4.0 x 200mm, 150cm ranger balloon catheter was advanced for dilation. During the procedure, it was noted that the balloon catheter became stuck with a non-boston scientific guidewire, so it was no longer possible to reach the lesion. The balloon catheter and guidewire were removed together as one unit. Even outside the patient, the guidewire was not able to be removed from the catheter. The procedure was completed with a different device. There were no patient complications as a result of this event.

Manufacturer narrative:
E1 - initial reporter facility name: (B)(6) medical center.